Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Patient experienced dislocation.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: biolox delta cer lnr 36mm e, catalog #: 110003634, lot #:3449644. Medical product: g7 pps ltd acet shell 52e, catalog #: 010000663, lot #: 3473954. Medical product: tprlc 133 mp t1 pps so 7x99mm, catalog #: 51-108070, lot #: 2811601. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient experienced dislocation.